Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with tibial ex nail construct on (B)(6) 2012. On (B)(6) 2012, patient was diagnosed with operative site infection. At this time, the surgeon washed out the operative site infection and treated with antibiotics. This is 2 of 2 reports for this event.